Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/19/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the tissue expander. During visual evaluation of the device it revealed there were two (2) tears (a, b) located on the posterior view, both measuring less than 0.1cm. During the microscopic examination striations were detected on the edges of both ruptures. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who had a 450cc mentor cpx 4 breast tissue expander with suture tabs placed experienced right sided deflation post procedure. The device was explanted, and a hole was found. No additional information is available, if additional information becomes available in the future, then a supplemental report will be submitted.